Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 210 mg/dl. During troubleshooting, a new cartridge was loaded, and the distributor was unable to replicate the issue.